Manufacturer narrative:
Serious and life threatening adverse events, including bleeding and anemia, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gi bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. Due to the use of anticoagulants, patients with an lvad placement are at higher risk for bleeding events such as gi bleeding. There are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleed is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Device remains implanted.

Event description:
It was reported from the clinical database that the patient presented to the emergency room (ER) on (B)(6) 2016 with complaints of bloody stools for three days. Hemoglobin was 10.8 g/dl, hematocrit 34.2%, and international normalized ratio (inr) 3.99. Patient was admitted for further treatment. Complete blood count (cbc) was repeated on (B)(6) 2016. The patient's home coagulation of coumadin 4mg by mouth (po) once a day (qd) (no aspirin) was stopped and intravenous (IV) pantoprazole 40 mg was started twice a day. Gastroenterology (gi) consultation was obtained on (B)(6) 2016 and recommended a colonoscopy. Colonoscopy was performed on (B)(6) 2016 and revealed one 8mm polyp in the ascending colon. The polyp was resected and retrieved. Clip was placed. Two 2-6mm polyps detected in the transverse colon were resected and retrieved. Diverticulosis in the entire colon was examined, which "could explain the hematochezia". Non-bleeding internal hemorrhoids were also observed, which "could explain the hematochezia". On (B)(6) 2016, 5mg coumadin po qd was re-started along with heparin 12 units/kg/hour IV (stopped on (B)(6) 2016). On (B)(6) 2016 aspirin 81 mg po qd was re-started. Patient remained stable with no need for blood transfusions and was discharged home on (B)(6) 2016. The event was considered to be resolved. The site deemed the event as unrelated to the lvad procedure and patient condition, and possibly related to the lvad system.